Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A relationship, if any, between the device and the reported incident could not be corroborated. The clinical/medical evaluation concluded that per email correspondence, the requested surgical records and x-rays are unavailable. It was also stated that the surgeon said that the devices were not defective. Without the requested surgical records and x-rays, the clinical root cause of the dislocation cannot be concluded. The patient impact beyond the revision cannot be determined. No further medical assessment can be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that revision surgery was performed on (B)(6) 2021 due to dislocation of the unkn fem head (B)(6) ox and unkn cup. The surgeon said that the devices were not defective. The current health status of patient is unknown.